Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. A visual inspection with the naked eye noted an incomplete pouch seal on both samples and one missing blue pull ring cap. The reported condition was verified. The cause of the event was due to damage to the patient connector during the sealing process which caused the pull ring cap to dislodged. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white cap of a 12 foot extension set was missing. It was further reported that the cap was not in the packaging and not in the shipping carton. This was found before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.